Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported by the rep that during a nephrectomy procedure the device fired fine and the case was complete with no patient consequence. It is unknown the how long after the procedure the patient was taken back into the or for staple line bleeding at the proximal end. An exploratory procedure was done for the staple line bleeding, but it is unknown how the bleeding was controlled. Unknown if patient received a blood transfusion. At this time the patient is stable. The device was discarded.